Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+b assay on a cobas 6000 e601 module. Initial result: 0.441 miu/ml. The physician questioned the initial result as the patient was known to be pregnant and requested a new sample to be drawn and tested, and the original sample to be repeated. A new sample was tested on a different analyzer, resulting in a value of 32810 miu/ml. The original sample was then repeated on a different e601 module, and the repeat result was >1000 miu/ml (accompanied by a data flag). A dilution was performed, but no exact results were provided. The repeat result was deemed to be correct.

Manufacturer narrative:
The hcg+b reagent lot number was 83810505 with an expiration date of 31-mar-2026. The calibration was last performed on 18-sep-2025, and it was acceptable. The provided qc recovery was within the provided ranges before and after the event. The alarm trace did not show any abnormality. The field service engineer found that the cause was due to an issue with the measuring cells. He performed preventive maintenance, including replacing the measuring cells. The customer performed qc, and it was acceptable. The engineer then did performance testing, and the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.